Manufacturer narrative:
Product event summary: the full lead was received, analyzed, and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure the lead was placed in the atrium and noise was observed through the analyzer. It was noted a new set of pacing cables were used and the noise persisted. The physician removed the lead and requested a new lead which was implanted instead as there was no noise present with this new lead. No patient complications have been reported as a result of this event.